Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During external fixation surgery, the surgeon inserted apex pin in the bone of the pt by using drill brace. While the surgeon was inserting the pin, the screw (the check tightener) at the tip of drill brace broke. Therefore the surgery was completed by using another device.